Manufacturer narrative:
Batch review performed on 18 february 2019: lot 177780: (B)(4) items manufactured and released on 23-feb-2018. Expiration date: 2023-02-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Gmk revision surgery performed 8 months after primary due to tibial loosening. The surgery was completed successfully.